Event description:
The lead was returned for evaluation, noting 'possible crush'. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received from the user facility. Evaluation summary ldj065831v distal conductor fractured; proximal segment returned for analysis.